Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee surgery. At the end of the surgery, the nurses were performing pin count and realized a pin was missing. The pin was searched for and assumed it had fallen on the floor. Subsequently, post operative x-rays confirmed the pin is inside of the patient. To date, there has been no additional medical intervention reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. The root cause of the reported issue is attributed to use error, as the instrument was implanted and retained in the patient. The instructions for use note that instruments are intended to facilitate the implantation and explanation of the corresponding compatible zimmer biomet implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.